Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states particulate was found inside the syringe.

Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. However, a photograph was provided for review. In the photograph, the tip of an unpackaged syringe barrel can be observed. The nominal size or other identifying characteristics cannot be observed to confirm the identification of the syringe. A small black speck can be observed in the photograph either in or on the syringe tip; exact location cannot be determined from the photograph. The reported customer complaint could not be confirmed for particulate found inside. A root cause could not be determined. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.